Manufacturer narrative:
Weight: unk ethnicity: unk race: unk explant date: na (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -07.50 diopter, in the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021, the surgeon enlarged the pis by yag due to elevated intraocular pressure (iop) (28mmhg) and slight va blurriness per patient. The iop resolved and was 25mmhg same day. By (B)(6) 2021 the iop was 14mmhg. This was the replacement lens for MFR. Report # 2023826-2021-02386.